Event description:
The customer complaints blood leak during the treatment. The blood loss was max 400 ml. No pt harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. As soon as the sample is on hand we will start the investigation. The root cause of this event cannot be determined at the moment.